Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, images not displayed, curved rubber adhesive missing, scratches found on operation part, scratches found on up/down and right/left plate, scratches found on the nigiri cover, scratches found on universal cord, scratches found on video cable, scratches found on the video connector, scratches found on light guide connector, scratches on light guide cover glass surface, scratches found on video connector case, painting of the video connector case floating, and label on the video connector peeling off. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for the visera laparo-thoraco videoscope, exhibiting no image. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.

Event description:
Additional information indicates the defect was discovered during inspection prior to use for a therapeutic procedure. The scope was replaced with a similar scope to complete the procedure.